Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon was difficult to deflate during pretest.

Event description:
It was reported that the catheter balloon difficult to deflate during the pretest. Per sample evaluation, there was observed water leak from the catheter due to tear on funnel.

Manufacturer narrative:
The reported event was inconclusive, due to the poor sample condition. Based on the evaluation, the catheter has been inflated and observed water leakage in the funnel area. This will contribute to the non-deflator. However, a complete evaluation could not be performed due to the poor condition of the returned sample. Therefore, the reported event was inconclusive. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Sample was evaluated and observed water leaking from the funnel. Sample was examined and observed tear at inflation funnel. Tear was examined under microscope and noted to be long and rough. The tear looks like it was caused from outside. Unable to determine how and when problem occurred. Potential root cause for this failure mode could be user related (example: contact with sharp object/mechanical failure/operator error/mishandling product). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was difficult to deflate during pretest. Per sample evaluation, there was observed water leak from catheter due to tear on funnel.